Manufacturer narrative:
The canisters were replaced.

Event description:
A beckman coulter inc. (Bci) field service engineer (fse) found a waste canister cracked during the installation of the unicel dxc 800 pro synchron chemistry analyzer. There was no injury as a result of this event.